Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however outer insulation breached cut, tip seal observation, apparent explant damage, and blood noted on outer tubing overlay and helix mechanism; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however outer insulation breached cut, tip seal observation, apparent explant damage, and blood noted on outer tubing overlay and helix mechanism; full lead returned and analyzed.

Event description:
It was reported during the implant procedure that the lead would not pace/sense. It was further reported that the lead dislodged twice within 2 weeks. The lead was explanted and replaced. There were no patient complications reported as a result of this issue.